Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 260 mg/dl. During system check with tandem technical support, there were small air gaps near the end of the tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.